Manufacturer narrative:
The field service engineer(fse) identified that the graphics card doesn't work well and the fse re-installed the video card to address the reported issue. The unit is returned back to service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has white screen. The customer reported there was no patient involvement.